Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: inflow valve, outflow valve.

Event description:
Major pump unit(s) involved: blood pump.additional text: inflow and outflow valves.specific component(s) involved: inflow valve; outflow valve.additional text: infection/vegetation; infection/vegetation.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.